Event description:
It was reported that the lead integrity alert triggered due to oversensing and high out of range right ventricular (rv) lead pacing impedance. It was also reported that there was fluctuating impedance. The patient is being treated with radiation for cancer, and is concerned with revising the lead at this time. The patient will be monitored. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).